Manufacturer narrative:
H4: the suspected lot r22l17062 was manufactured on december 19, 2022. H4: the suspected lot r22l15062 was manufactured on december 15, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set broke off (separated from the y-site). This was observed when the nurse went to disconnect the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted the event to medwatch; however, the report # was not reported. Suspect lot #s: r22l15062 or r22l17062. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.